Event description:
During a clinical trial sponsored by biosense webster inc. (Bwi), it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and experienced sinusal dysfunction (ae1) which required surgical intervention and prolonged hospitalization. On (B)(6) 2023, the patient experienced sinusal dysfunction (ae1) that was categorized as moderate severity and serious defined by surgical intervention to prevent life-threatening illness or injury, or permanent impairment to a body structure or a body function and in-patient or prolonged hospitalization with an admission date of (B)(6) 2023 and discharge date of (B)(6) 2023. Relationship to study device is not related and relationship to procedure is possibly. The categorized serious event is unexpected/unanticipated and outcome is recovering/resolving. Surgical intervention was required with a pacemaker implantation.

Manufacturer narrative:
A1. Patient identifier: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31027819l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
External reference: (B)(4). Information was updated on the database 19-jun-2024. The adverse event value of "unexpected/unanticipated" has been changed to "expected/anticipated". Correction: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).